Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced hypoglycemia with seizures while he was driving his car. The emergency services were called and a blood glucose reading was taken which was 33 mg/dl and the cgm was showing higher values that were not suggestive of hypoglycemia. The patient was taken to the hospital by the emergency services for treatment. Although, multiple attempts were made to follow up with the reporter, no additional information could be obtained. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.